Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received alarms while charging the pump and after placing pump in and out of shelf mode. The demo pump was not being worn for insulin therapy.